Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported hypoglycemia with a blood glucose value of 253 mg/dl treated with insulin pump and received a power loss alarm, sensor updating alert, calibration not accepted alert, discrepancy between sensor glucose and blood glucose and experienced a loss of communication between the insulin pump and transmitter. The customer reported no adverse event. The event involved product(s) mmt-7841zw. Troubleshooting was performed for sensor glucose versus blood glucose and it was determined that the discrepancy between the sensor glucose value of 332 mg/dl and the corresponding blood glucose value of 253 mg/dl exceeded the acceptable range. The customer further reported that insulin delivery were suspended during this period. The customer was informed that the sensor may no longer be responding to glucose changes, and possible causes were explained. Troubleshooting was performed for loss of communication and it found that transmitter serial number is programmed in manage devices screen. Pump in process of making multiple attempts to re-establish communication with the transmitter. Troubleshooting was performed for sensor alerts and customer reported receiving a sensor updating/sg value not available and calibration not accepted alerts. Behavior has been occurring less than 3 hrs. No harm requiring medical intervention was reported. No product return is required for mmt-7841zw.